Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown persona bearing, unknown persona femoral. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure approximately 3 years ago. The patient was revised due to tibial loosening and pain. There were no complications or delays reported.